Event description:
It was reported that a transfer set¿s spike penetrated and damaged the port of a y-set when they were being connected. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, leak testing, and simulated therapy were performed there was nothing found that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.